Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 620bg27 heart band, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital due to heart failure with a septic blood infection. The source of the infection was bacterial endocarditis. The sepsis was treated with six weeks of antibiotics. At the time of admission, a dialysis port was placed through the same vein the leads were placed in ¿ the right subclavian vein. The physician believed this damaged the right atrial (ra) lead, causing oversensing and undersensing. Small p waves or noise caused the cardiac resynchronization therapy defibrillator (crt-d) to not properly pace and a loss of crt pacing occurred resulting in bradycardia. This further lead to heart failure, fluid overload, and an irregular heart rhythm resulting in short-long-short episodes that were proarrhythmic. The patient stopped their antiarrhythmic and high blood pressure medications, and their sodium and potassium levels were out of range, thus, making pro-arrythmia more likely. Approximately four weeks after the hospital admission, the ra lead was reprogrammed leading to one hundred percent crt pacing. It was further reported that both the atrial and right ventricular (rv) leads had vegetation. The device, the at rial, rv and left ventricular (lv) leads were explanted and replaced one week later due to the infection. No further patient complications have been reported as a result of this event.